Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary, thus reference codes method/results/conclusions. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the customer has noticed an ongoing problem with soft tubing, especially the 1/2" venous line tubing, which collapsed within 6" of the venous inlet. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did cause a 1 minute delay in surgical procedure. The perfusionist adjusted flow rates and vacuum levels to prevent injury. There was no patient harm.